Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm 1.5 months ago. Aneurysm and vessel morphology were not reported. Two stent grafts a (B) (4) and a (B) (4) were implanted in turn from distal to proximal. Post implant there was no endoleak; however, on a unknown date, a type 1 endoleak was found during follow-up. An additional thoracic stent graft, a (B) (4) was implanted at the distal end of the (B) (4) and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Evaluation results and conclusion: (endoleak), (emergent repair of a thoracic aortic aneurysm).

Event description:
Additional information was received for this case. The patient expectorated blood and presented at the hospital. The patient underwent esophagectomy to treat an aorta-esophageal fistula. The aneurysm diameter decreased, the aorta wall became thin and resulted in a fistula developed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that after the esophagectomy the patient expired due to fistula. The physician stated that the aorta wall became thin due to the aneurysm, and aorta-esophageal fistula happened. Fistula is one of known issues of tevars complication, and very often found it on the impending rupture. It doesn't have relation with the stent graft and the physician also disclaimed the relation with the stent graft.